Event description:
Information was later received from the health care professional indicating that the patient decided that she no longer wanted the device, it was unknown as to whether any diagnostics were performed in relation to patient detoxification. As an action to resolve the issue with the empty pump reservoir/beeping and patient detoxification, the manufacturing representative turned the pump off and this issue was reported to be resolved. The patient stated that she had no withdrawal symptoms.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and morphine (concentration/dose unknown by reporter) via an implanted pump. The indication for use was spinal pain. On (B)(6) 2015, it was reported that the pump was beeping because the pump was empty. The patient was in detox and she wanted the pump turned off and removed. No patient symptoms were reported. Additional information was received from the patient on (B)(6) 2015 and it was reported that she had the pump programmed and was told that it would no longer alarm. The patient thought the pump was programmed to off state, but it was alarming again. The pump alarming was ¿driving her insane.¿ the patient went to detox and was trying to get off the morphine/drugs in her body and the morphine was discontinued. She eventually wanted the pump explanted. The circumstances surrounding the event, the actions/interventions taken and the resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.